Manufacturer narrative:
(B)(4). (B)(4). Jaws unable to open_open after assisted, sticking jaw/cam the analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Please note that an investigation has been initiated to address the potential root cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was inserted into the body cavity through the trocar. The surgeon was preloading the first clip and the clip dropped out of the device into the body cavity. The clip was retrieved. The surgeon started to fire the second clip and the device felt locked. When the surgeon checked the device, the jaws were closed. Another device was used to complete the case with no patient consequence.

Event description:
(B)(4). Initial info for this spontaneous case was received from a physician's office via company rep on 24-sep-2007 and later from the physician himself on 25-sep-2007: a female patient received therapy with injectable poly-l-lactic acid (sculptra) under the eyes on (B)(6) 2007. Poly-l-lactic acid (lot # and exp not provided) was reconstituted, as per instruction. Lidocaine was used as a regional block and was not mixed with poly-l-lactic acid. The patient experienced "considerable" lumps and bumps under her eyes. The patient was treated with steroid injection. No laboratory testing was performed. The event was ongoing at the time of this report. No further relevant medical info was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.